Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: 4194 implantable pacing lead, (B)(6) 2013, 6940 implantable tachy lead, (B)(6) 2001. (B)(4).

Event description:
It was reported that the right ventricular lead was oversensing. Two non-sustained high rate (hr-ns) episodes were noted with non-physiologic rates. The lead impedance and short interval counter (sic) were within normal limits. The patient was brought into the clinic for further investigation. Pocket manipulation did not reproduce oversensing and again, the impedance and sic were normal. The source of the non-physiologic rate was not determined and the patient will be checked again in three weeks. The lead remains in use. No patient complications have been reported as a result of this event.